Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular connector. It was also found that the battery contacts were contaminated, and there were parts missing from the backside of the epg. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg was returned for repair. No patient complications have been reported as a result of this event.